Event description:
It was reported that the right ventricular lead impedance was 140 ohms via (B)(4) and 550 ohms when tested in the clinic. Due to this, the pocket was opened on (B)(6) 2011. The lead was removed from the pulse generator and the lead connector cleaned. After testing via the pacemaker system analyzer (psa) the lead was reconnected to the pule generator and the pocket closed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.